Manufacturer narrative:
This is a Follow-Up report to a MedWatch submitted under Manufacture Report Number 9617229-2022-09145.A review of the Device History Record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Rupture. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
Patient, through other company representative, reported "rupture". Patient later reported "rupture". This record is for the right side. The device was explanted.